Event description:
The customer reported the panorama telemetry system shut down, which may have resulted in a loss of telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the system. Corrections included clearing of the system's error logs. The system restarted and communication reestablished.